Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 40-55mg/dl. Low bg cause was not known. Customer consumed carbohydrates, cookies to address bg. No further assistance required.